Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that, "plate fracture". Plate removal, im nail implanted.